Manufacturer narrative:
(B)(4). Concomitant products: liner 7 mm offset 28 mm i.d. For use with 50/52/54 mm o.d. Shells lot#unk item#\00634105028, unknown, unknown trilogy 50mm spiked cup, unknown, unknown, versys size 12 femoral stem, unknown. The reported event was confirmed based on review of doctor's office notes and provided x-rays. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. According to the revision preoperative notes, the patient was experiencing pain and instability. Mechanical loosening of the internal left hip prosthetic joint was also noted. Review of the x-rays showed that there was a significant polyethylene wear with some proximal migration of head within the liner. External x-ray review evaluation identified that the femoral head is on the far lateral margin of the acetabular cup, and although not dislocated, it is subluxed and predisposed to dislocation. No fracture or lucency was noted. The left femoral head was poorly positioned. Eccentric positioning can be seen in the setting of polyethylene wear. Additionally, the acetabular cup demonstrated increased anteversion. The notes also confirmed there was no evident loosening. Possibly increased pressure on the acetabular cup could have been caused by its placement. This could result in unusual forces which contribute to faster polyethylene wear. However, a definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017- 06890,0001822565-2017-08472.

Event description:
It is reported that the patient underwent an intial left total hip arthroplasty procedure. Subsequently, the patient was revised due to poly wear. Attempts have been made and additional information on the reported event is unavailable.